Event description:
It was reported that after a da vinci-assisted mitral valve repair surgical procedure, the customer reported to technical service engineer (tse) that error 23008 was observed on universal surgical manipulator (usm) 2. The customer power cycled the system; however, the issue persisted. Fse confirmed error 23008 b=1 p1=5 point to axis 5 carriage. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was observed after the procedure was completed. The procedure was completed robotically in the original configuration with all four usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reproduced the problem, system prompt error 23008 and had to disable the universal surgical manipulator (usm) 2. The fse swapped usm 1 and 2, the issue followed usm2 confirming the issue is within usm2. Due to the status of the customer equipment service contract the fse did not performed any system parts replacement. While a definitive root-cause cannot be established since the affected product was not inspected by isi failure analysis team, a potential/common root cause for error 23008 can be attributed to an electrical fault of the pot to encoder assembly within the affected usm.